Event description:
Device explanted.

Event description:
Patient reported a left side pain, "hot", aches, swollen, fatigue and fever. Patient additionally reported a "severe infection in left breast which required "high dose" antibiotics and a "sack of fluid." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Patient reported a left side pain, "hot", aches, swollen, fatigue and fever. Patient additionally reported a "severe infection in left breast which required "high dose" antibiotics and a "sack of fluid." Device remains implanted.